Event description:
Snapped section of instrument got stuck inside the patients leg and could not be removed.

Manufacturer narrative:
Examination of the returned device confirms the reported fracture. A search of the complaints databases and/or a review of device history records was not possible as the necessary lot code was not provided. The product returned is of a previous design and is at least 10 years old. A conclusive root cause has not been identified, although it is known the design has been enhanced. The rod breakage may also be related to a combination of instrument age, service life, and/or user technique. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.